Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No flashing display noted however, device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing screen after being expose to water. Customer stated that insulin pump was beeping on and off. Customer stated that her son was running and playing in water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.